Manufacturer narrative:
Date of event: exact date unknown, event occurred within the last year from the date manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was no longer holding a charge. The patient underwent an ipg replacement procedure wherein MRI compatible ipg was implanted. The patient was doing well postoperatively and the explanted ipg will not be returned.